Event description:
It was reported that a pump required service for an unspecified malfunction. The customer stated there was no patient involvement. During the baxter evaluation it was found that the device has a constant system error 322.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the system error 322. Further evaluation determined that the alarm was caused by a loose top link screw, which was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.